Event description:
It was reported that the pulse generator exhibited a -constant high tone-. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Should have been (B)(4) 2013 rather than (B)(4) 2011. Analysis was normal.